Event description:
During a follow-up, the right atrial (ra) lead was noted as dislodged. In attempt to reposition the dislodged ra lead, a helix malfunction was also observed. The ra lead was finally explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of a helix extension issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning the blood/tissue from the helix, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The full measured helix extension length was within specification. Visual inspection of the lead did not find any anomalies.